Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 66-year-old female patient. The following data was provided (customer provided reference range for females: =15.4 pg/ml).: sid (B)(6): initial result = 70.2 pg/ml, repeat was <1.9 pg/ml no impact to patient management was reported.